Manufacturer narrative:
As of this date, no product specific information has been received (catalog/lot number, etc.) Therefore no device history record review was performed.

Event description:
On (B)(6) 2008, pt underwent uterine fibroid embolization by dr (B)(6), assisted by dr (B)(6), at (B)(6) medical center, (B)(6), for leiomatous uterus with hypertrophy of both uterine arteries and a large uterine fibroid. The left uterine artery was embolized with 8 ml of embospheres (500 - 700 micron size) and the right uterine artery with 10 ml of embospheres (500 - 700 micron size). Post-procedure internal iliac arteriography confirmed no significant opacification of the uterine arteries, which had stasis, with no opacification of the fibroids. The pt was readmitted to (B)(6) from (B)(6) 2008 for abdominal pain. The device appeared to function and be utilized appropriately.